Event description:
The cause of the low speed alarms was determined to be the patient using a mobile power unit instead of a power module with an ungrounded cable. Additional information stated that the patient was stable at home and monitored regularly.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events that appear consistent with the patient's previously documented short-to-shield. It was noted that the patient was previously issued an ungrounded patient cable and was using a grounded mobile power unit (mpu) during the reported event. The submitted log file captured transient low speed events associated with low speed advisory alarms on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The associated voltage levels indicated that the low speed events occurred when the system was powered by a mobile power unit. The patient remains ongoing on heartmate ii lvas, serial number vad-(B)(6) , and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents also outline all system controller alarms as well as how to respond to each alarm condition. The heartmate ii unshielded power module patient cable IFU states that patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power modular patient cable to connect to the power module. The relevant sections of the device history records for vad-55872 and the driveline, serial number 32312 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Additionally, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump stop MFR #: 2916596-2019-04518. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was not feeling well in the inr clinic and the patient's speed had dropped to 5800. Log file analysis showed speed drops less than the low speed limit (lsl) on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 which appear to be associated with a driveline short to shield. It appeared that these speed drops occurred while the patient was connected to the mobile power unit (mpu) but the patient should be connected to the power module while using an ungrounded cable. A new ungrounded cable was requested.